Manufacturer narrative:
The device was tested, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6124768 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the stock product for lot#6124768 is not applicable for review since the issue is customer related. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø4.3 x 11.5 mm (70-1154-imp0011) using radiographic template (pk-209-062515). There was no defect or non-conformity observed, and the threads were intact. Matter was observed in the threading of the implant. (See attached images). The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: the root cause cannot be explicitly determined as the issue could not be specified. However, due to the implant being defective, probable causes may be due to the implant having an inadequate function or the implant was manufactured out of the specifications. The root cause cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4). CAPA 24-005.

Event description:
A healthcare professional reported a failed implant, no other information was provided.